Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent this device to a third party laboratory for additional microbiological testing. The additional microbiological testing indicated no microbial growth for the all channels of this device. Therefore, the testing result cleared the (B)(6) guideline. Also, omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested (B)(6) for (B)(6) as follows. The device had been reprocessed using an olympus automated endoscope reprocessor model etd(not available in the USA) or manually with peracetic acid. There was no report of patient infection associated with this report. Instrument channel: 150 cfu (stenotrophomonas maltophilia). Air/water channel: no microbe. Auxiliary water channel: 2 cfu (stenotrophomonas maltophilia).